Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter: 1.3 inr, reference: 2.3 inr, mean: 1.80, confidence limits: 1.2-2.3. The mean of the inratio meter and comparative sys inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued at this time. Recent test conducted on lot 235737 on (B)(6) 2011 met accuracy criteria. Test results are as follows: donor 52: 1.8, 1.8, 1.9 inr; donor 53: 2.5, 2.2, 2.3 inr. At least two out of three replicates are within the allowable bias of reference results for donor 52 (1.70 inr) and donor 53 (2.53 inr), respectively. No further investigation will be pursued at this time. (B)(4). Action threshold (B)(4) has been reached. Strip lot in complaint has strip code 62935 which brick lot number vd7ht was assigned and packaged into two strip lots (234590 and 235737). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.3, lab: 2.3. Customer's therapeutic range is between 2.5 and 3.5.